Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus device consisting of a 5.0 cm cuff, 61-70 cm h2o balloon and pump, was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Device analysis: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus device consisting of a 5.0 cm cuff, 61-70 cm h2o balloon and pump, was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.